Event description:
It was reported that a patient underwent a pelvic organ prolapse repair on an unknown date. The patient developed a midline erosion following the procedure. The patient was treated with premarin estrogen cream and then developed a gastro-intestinal "bug" which went into the mesh and tissue. The patient developed debilitating pain and the mesh needs to be removed. Additional information has been requested.

Manufacturer narrative:
(B) (4). (B) (4). Mesh exposure. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.